Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the blood parameter monitor (bpm) displayed a low venous saturation value. The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on 05/19/2015: since the 1.69 update, the chief of perfusion (ccp) has noticed the saturated venous oxygen (sco2) measure is much lower than the laboratory measured value in the early minutes of cpb (prior to the in-vivo calibration). The bpm measure is 10-15% points lower than the laboratory analyzer during this period. This much lower than expected svo2 is obviously not correct, as the color of the venous blood is much brighter than what the bpm is indicating. After an in-vivo calibration is completed, and the bpm is adjusted to the laboratory analyzed values, the svo2 is reasonable the remaining of cpb. The cases have been completed successfully, without delay and without associated blood loss. There has been no harm observed.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00429 and MDR #1828100-2015-00432. This issue occurred after the recent software upgrade.

Manufacturer narrative:
The reported complaint was confirmed. This occurred after the 1.69 software update, which the addendum created for the update claims no accuracy unless both a gas calibration and in-vivo calibration are performed. No additional action will be taken at this time.